Manufacturer narrative:
H10 the customer reported to the remote service engineer (rse) that a 1102 "primary alarm failed" error occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the customer made a mistake and mentioned that it was the speaker that failed. The customer ultimately replaced the speaker to repair the device. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.